Manufacturer narrative:
(B)(4). The scaffold remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the absorb scaffold was implanted to treat restenosis in the moderately tortuous, non-calcified, right coronary artery (rca) in (B)(6) 2015. Optical computed tomography (oct) was performed on (B)(6) 2016 because the patient had a typical chest pain and shortness breath. The echocardiogram showed inferior hypokinesia. Oct showed the patient developed intimal hyperplasia which reduced blood flow in the distal rca. Treatment options (drug eluting balloon, absorb, metal drug eluting stent) are being considered by the physician. The patient is reportedly doing fine.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and restenosis, as listed in the absorb bioresorbable vascular scaffold (bvs) system, instructions for use (IFU), are known patient effects associated with the use of a coronary scaffold in native coronary arteries. Reportedly, this absorb was used to treat a restenosis. It should be noted that the IFU states: the absorb bvs is indicated for patients with ischemic heart disease due to de novo native coronary artery lesions. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.